Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a request for therapy assistance, the caregiver (cg) reported that when they were about to connect the patient to the setup for peritoneal dialysis therapy, they had discovered that the minicap was missing from the transfer set. The technical service representative assisted the cg in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.